Event description:
It was reported that a malfunction occurred with a code displayed as malf 12 while the caller was outdoors on a hot day. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support, which provided assistance in resetting the pump; after resetting, the malfunction code did not recur, allowing the customer to continue using the pump, with instructions to contact support if any issues arise again.